Manufacturer narrative:
Surgical protocol has been submitted for revision to clarify instructions for use.

Event description:
It was reported "box cutting jig not sufficient." Treatment consisted of open reduction internal fixation (orif) of medical femoral condyle fracture.